Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 105 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have increased in the last year with an abrupt increase recently. There is evidence of impedance readings greater than 400 ohms. This impedance is high and out of range. Technical services discussed the data with the clinic and recommended some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects.it was reported that, during an office follow-up, the low energy shock impedance was 105 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have increased in the last year with an abrupt increase recently. There is evidence of impedance readings greater than 400 ohms. This impedance is high and out of range. Technical services discussed the data with the clinic and recommended some testing options. There were no additional adverse patient effects. The system remains implanted.